Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is capsular contracture, baker grade "iii/IV" with pain.

Event description:
Patient reported left side capsular contracture, baker grade "iii/IV" and pain. Device remains implanted.

Event description:
Patient reported left side capsular contracture, baker grade "iii/IV", and pain. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the specification, crease fold, deformation, wear abrasion and white particles. Bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Device has been explanted.